Event description:
The user facility reported a needle break with a pen injector needle device. Follow up communication with the user facility confirmed the following: (1) the parent attempted to inject a growth hormone (gh) subcutaneously on the bottom of the child after falling asleep; (2) the child was moved widely several times; (3) due to the child's unusual motions, the needle was snapped during injection; (4) part of the needle tip remained inside the child's body; (5) around 10pm the same day, the parent called the (B)(6) and contacted the doctor who was on night duty; (6) after communicating with the doctor in the university, the child had primary treatment at an ER near their house; (7) in the morning of the day following the event, the needle that remained inside the body of the patient was attempted to be removed by performing the surgery under local anesthesia at dermatology of the university hospital; (8) however, it could not be removed; (9) the surgery under general anesthesia was scheduled for (B)(6) because it was determined the needle had no contamination and was not infected; (10) the needle was removed by surgery on (B)(6); and (11) the patient is reported to be "fine".

Manufacturer narrative:
Device manufacture date is 11/23/14 through 11/25/14. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the needle was broken off at the base where glue was supplied. Some glue was removed and flared. It was confirmed under the microscope the needle tubing was deformed. No anomaly was found that would have caused deterioration of its strength. The needle strength was accepted using iso 9626: ai 2001 section 10 (iso 11608-2:2012 section 4.2.1) "stainless steel needle tubing for the manufacture of medical devices" a review of the manufacturing inspection record for this lot number showed no anomaly such as scratch and/or bent which may lead to breakage of the needle. A review of the device history record confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the puncture side of the needle broke because it was bent repeatedly. The device labeling does address the potential for such an occurrence in the instructions-for- use with statements such as the following: (1) "do not use if needle is bent or damaged. Remove the outer needle cap and inner needle cap straight." (2) "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle." (3) "in case the needle broke off and remains in the body, please contact immediately a doctor." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).